Event description:
The user reported that the defibrillator would sometimes fail to turn on, and that it would sometimes turn off when driving over a bump. There was no harm to any pt. During extensive testing, the unit was shaken, vibrated, and jarred, but the reported problem could not be duplicated. The event is not occurring more frequently or with greater severity than is usual for the device.